Manufacturer narrative:
The investigation of the complaint has been completed. It is based on an evaluation of the received device logs. The control printed-circuit board (pcb) was recommended to be replaced. No part, nor information as to whether the part was replaced, has been received. Evaluation of the device logs confirmed a single occurrence of the reported technical error codes during ventilation, followed by additional alarms which indicated that ventilation stopped. The logs showed that the technical error codes were preceded by a breathing sub-system error, indicating an automatic reboot of the breathing sub-system after detection of an error in the stored parameter settings values in its persistent memory. This attempted reboot of the breathing sub-system to rectify the error was unsuccessful due to an inability to read the persistent memory's parameters. The ventilator was turned off and turned on again (power cycled) by the user and then the ventilator functioned normally. Our conclusion is, that the most probable cause was a temporary corruption of data, or data that was momentarily perceived as corrupt, by the breathing sub-system at the time of the event.

Event description:
Manufacturer reference # : (B)(4).

Event description:
(B)(4). It was reported that the ventilator generated two technical error coded while it was connected to a patient and ventilation consequently stopped. One technical error code indicated disabled valves and the other indicated an internal memory error. The ventilator was turned off and turned on (cycled). It was run for a couple of days without the technical errors alarming or displaying again. There was no patient harm reported. Manufacturer reference # : (B)(4).